Manufacturer narrative:
(B)(4). Batch # p93x2l. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. The device was connected to a test handpiece and was tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the package was opened, it was found that the "shear" was broken off. A second like device was used to complete the procedure with no patient consequences reported.